Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the reported bent cannula and needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level (bg) was "high" (>500 mg/dl) while wearing the pod between 24 and 36 hours on their hip/buttocks. While the pod was still attached to the patient's skin, he observed that the cannula was bent. It was also reported that although the cannula was visible upon removal, the pink slide did not move forward. Symptoms reported include high bgs. The patient was treated with insulin injections and saline through IV (intravenous). The patient was released the following day.